Event description:
It was reported that a holter monitor showed intermittent pauses (4 to 5 seconds) due to loss of capture. The caller stated pacing spikes were observed. The patient reported feeling faint. Technical services discussed assessing the patient in the clinic with provocative testing. The caller stated the implantable pulse generator (ipg) will be replaced soon as it is nearing elective replacement indicator (eri). Technical services discussed the right ventricular (rv) lead could be the source of the loss of capture. The ipg and lead remain in use. No further patient complications have been reported as a result of this event. Additional information was received that the lead was tested with isometrics and position changes to recreate the non-capture issue with no success. The physician elected to cap the lead, explant the ipg and implant a new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).